Event description:
The user facility reported that the angio-seal was placed into the sheath, however it did not deploy. They cut the system open and confirmed that the foot piece and polytetrafluoroethylene (ptfe) were in the device. Sput noticed on device. There was no patient injury.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: telephone: requested, unknown. E2: healthcare professional: requested, unknown. E3: occupation: requested, unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).